Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the pt stated that the pump emitted occlusion alarms as an alert that insulin delivery was interrupted.

Event description:
The pt receive ER treatment for elevated blood glucose levels. The pt also reported that the pump was emitting occlusion alarms.